Manufacturer narrative:
.

Event description:
It was reported during patient notifier testing, no vibrations were detected. All other functions were normal. Patient condition was fine and device will be followed remotely.